Event description:
The customer reported an altitude alarm on their insulin pump, which affected their ability to resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Initially, the customer followed instructions to clean the pump and change the cartridge, but the alarm persisted. Technical support then decided to replace the pump and cartridge. The customer was informed about switching to a manual daily injection (mdi) as a backup therapy. Furthermore, technical support provided guidance on returning the defective pump and instructed the customer on setting up the replacement pump, which included updating the software and connecting a continuous glucose monitor. The replacement pump was sent, and the customer was advised on ensuring proper return and avoiding additional charges.